Event description:
It was reported that patient was being referred for surgery for battery change and lead revision. Follow-up was performed for the reason for lead revision and per the office of the physician; the patient was referred to make sure the lead was in the correct location. No further information was provided on the reason they believe it may not be in the right location. The representative also reported that per the physician, the patient has a major growth spurt and they are concerned about the lead integrity. Clinic notes were later received indicating the patient had lost their initial efficacy therefore the physician was referring that patient to ensure that the leads were properly intact. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Additional information received through clinic notes that the patient was seen by a surgeon who noted that their leads were fine. Also the patient&#39;s device was checked and no anomalies were noted. M103-m1000 generators check impedance, battery and output current every 24 hours when programmed on and will display a warning if any abnormalities were detected during that 24 hour check. Since it is clear that the hcp checked the vns and modified the clinic notes accordingly, it can be reasonably concluded that he would note any impedance/output messages seen in his clinic notes.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.